Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the customer fell on their insulin pump and the screen cracked. The customer could no longer see anything. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.